Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the titanium adapter. The patient reported the leak to be coming from "above the transfer set", but this was later clarified to be from between the titanium adapter and the catheter. The patient's titanium adapter was replaced (along with the transfer set) and there was no leak. The leak was originally noticed when the patient was at the clinic. There was no patient injury or medical intervention associated with this event. No additional information is available.